Manufacturer narrative:
This report is submitted on april 17, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to perform skin revision surgery due to skin irritation. The implanted device remains.